Event description:
Customer reported receiving erratic readings. In blood glucose tests, customer received a reading of 116 and 141 mg/dl within 10 minutes. The results vary by more than 20% and are considered a malfunction when compared to manufacturer's specifications.

Manufacturer narrative:
Returned product performed in accordance with manufacturer's instructions for use. Customer complaint of inaccurate erratic readings was not duplicated during testing. Readings as reported by the customer were found on the meter internal log. Returned product performed in accordance with manufacturer's instructions for use. Customer's complaint of inaccurate erratic readings was not duplicated during testing. Freestyle blood glucose readings as reported by customer were found on meter internal log.